Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The fragment of the probe was not returned to omsc. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed. The tissue pad of the subject device was worn. The grasping section had a mark contacted with the probe. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lash (laparoscopically assisted supracervical he), two tb-0535fcss ware used. During the procedure, shortly after inserting the first tb-0535fcs into the trocar and the first activation, the probe of the first tb-0535fcs was broken off. The broken piece could be recovered from the patient. The user replaced it with second tb-0535fcs. When using the second tb-0535fcs for the first time, the tissue pad of the second tb-0535fcs came out. The damaged tissue pad was not fallen into the patient. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe of the first tb-0535fcs.